Event description:
This was the first time patient had dialyzed at this clinic. Before treatment, patient was in good spirits, and had no complaints. Approximately 20 minutes into treatment, patient was watching tv and the nurse thought he was asleep. She then realized he was unresponsive. CPR was given and the patient was transported to the ER where he expired.

Manufacturer narrative:
There was no machine malfunction was identified. Gambro technician verified all power supply voltages and calibrations. Ran t-1 test with out any alarms or failures. Ran simulated patient treatment with blood sensed for 30 minutes with mesa 90 dx conductivity meter inline, monitoring conductivity and temperature. No alarms or problems, unit meets MFR specs. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.